Manufacturer narrative:
Additional narrative: patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Reporter email address and phone number are unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, a dhs insertion tool was broken. The connecting screw and insertion handle were both damaged. The procedure was completed successfully using another set in the hospital. This report is for a dhs®/dcs® coupling screw. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part: 338.310, lot: 7576793: manufacturing site: (B)(4), release to warehouse date: 23. Sep. 2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was performed and no complaint related issues were found. This connecting screw, for dhs/dcs wrench no. (B)(4) was manufactured in september 2011 with a lot size of (B)(4) pieces according the specification and we are not aware of any other complaint for this article- and lot combination. There was no information about the event provided, therefore we can only assume that a mechanical overload by too much lateral stress caused the breakage of the received devices while they were connected to a dhs screw. A loose connection may also have played a role. In this relation we would like to point out the dhs/dcs system surgical technique with following statement: warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.